Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown matrixrib plate/screws construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: schuette, h.b., glazier, m.t., triplet, j.j., and taylor, b.c. (2020), far posterior rib plating: preliminary results of a retrospective case series, injury, vol. Xx (xx), pages 1-5 (USA). The aim of this retrospective case series is to describe the surgical approach and to report the first collection of clinical outcomes for patients undergoing paraspinal rib orif. A total of 26 patients (12 male and 14 female) with a mean age of 50.7 ± 17.6 (16¿84) years were included in the study. All patients underwent orif of their paraspinal rib fractures using either the depuy synthes matrixrib (west chester, pa) systems or a competitor device. The mean follow-up was 12.1 ± 14.2 (0.5¿43) months. The following complications were reported as follows: 1 patient, with a history of intravenous drug abuse, underwent hardware removal at 3 years postoperatively for deep infection related to attempted intravenous self-injection of heroin in the deltoid. 1 patient required a repeat procedure. 7 patients were diagnosed with postoperative pneumonia. 6 patients required tracheostomy. 1 patient had postoperative infection. Unknown number of patients had a postoperative pain rating at last follow-up of 2.9 ± 1.4 (1¿5). This report is for an unknown synthes matrixrib plate/screws constructs. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unknown matrixrib plate/screws construct. This is report 1 of 1 for (B)(4).